Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the probe was loose, the glue around the pink rubber was cracking off on the elevator cover, and the adhesive (ke-45) was missing from the elevator cover. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: electrical connector lock pin and elevator channel plug had leaking, the bending section cover glue was cracked, peeled, sharp and white, the light guide lens had peeling on the cement, switches 1-4 were not working due to fluid (still intermittent after aeration), the elevator channel plug was loose, and the control body had fluid invasion (dry after aeration). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope distal tip was loose on the white end. The issue was found during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose distal tip and adhesive gap could not be determined. Olympus will continue to monitor field performance for this device.